Manufacturer narrative:
Pump was received with broken reservoir tube lip, cracked battery tube threads and cracked case at display window corner.

Event description:
Customer called to report damage to the insulin pump. Customer's blood glucose reading was 137 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.